Event description:
It was reported that during a routine follow up visit, it was not possible to access data for a treated ventricular tachycardia episode. This is a known issue in the firmware within the device which causes the device to misinterpret and mislabel some of the diagnostic events. There was no problem in the actual therapy. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.